Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer, via a patient support program (psp), concerns a 48-year-old male patient of unknown ethnicity. Medical history included type I diabetes. Concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin m3) via cartridge, 30 international units each morning and 20 international units each evening. Route of administration was not provided. Additionally, he received insulin lispro (rdna origin) injections (humalog) via cartridge. Dose, frequency and route of administration were not provided. Both drugs were administered with humapen savvio gray for the treatment of diabetes mellitus type 1, beginning in 03-nov-1988 or 1989. In 2017, while on human insulin isophane suspension 70%/human insulin 30% and insulin lispro therapies, he used a defective pen for about a week (improper use) and did not receive the complete doses as the medicine spread (lot number unknown, pc 7076296) and he experienced blood glucose over 400 (units were not provided), therefore he was hospitalized for one week and fell to half comatose state. He received serum of insulin as treatment. Approximately in 2020, he had a car accident, and he was hospitalized for two months, from which 15 days was in intensive care unit. From the car accident he had a hematoma in the head which after nine months a performed computerized tomogram showed that hematoma reduced in half. Also, the car accident caused diplopia at the right eye, drags the right leg, post-traumatic stress and light depression, he received sedatives daily and prism glasses for diplopia as treatment. He recovered from increased blood glucose and did not recover from diplopia at the right eye, drags the right leg, post-traumatic stress, light depression and hematoma in head. Human insulin isophane suspension 70%/human insulin 30% and insulin lispro therapies continued. Information regarding outcome of the remaining events and additional details were not provided. The operator of the humapen savvio gray and their training status was not provided. The general humapen savvio gray model duration of use and the suspect humapen savvio gray duration of use were not provided. The status of the suspect humapen savvio gray was unknown. The reporting consumer did not relate the blood glucose increase with human insulin isophane suspension 70%/human insulin 30% and insulin lispro therapies and related the event with the humapen savvio gray. The reporting consumer did not provide an opinion of relatedness between the remaining events and human insulin isophane suspension 70%/human insulin 30% or insulin lispro therapies. Update 01-apr-2024: additional information was received on 27-mar-2024 from the reporter in response to follow-up questionnaire via psp. Added medical history and therapy start date of both suspect drugs. Updated case and narrative with the new information. Edit 03-apr-2024: upon internal review of information received on 20-mar-2024 added EU/ca device information and product complaint number to narrative. Updated device improper use from no to yes. Edit 04apr2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 30apr2024 in the b.5. Field. No further follow-up is planned. Evaluation summary: the mother of a male patient reported that in 2017 "he used a defective pen (humapen savvio) for about a week and did not receive the complete doses as the medicine spilled out." It was also reported that "the patient did not administrate the medicine correctly." The patient experienced increased blood glucose and diabetic hyperglycemic coma. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The core user instructions for use state if any of the parts of your humapen savvio device appear broken or damaged, do not use. The core instructions for use also state to always carry a spare insulin pen in case your pen is lost or damaged. There is evidence of improper use. The patient continued to use the device after the alleged complaint issue. It is unknown if the misuse is relevant to the events of experienced increased blood glucose and diabetic hyperglycemic coma.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer, via a patient support program (psp), concerns a 48-year-old male patient of unknown ethnicity. Medical history included type I diabetes. Concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin m3) via cartridge, 30 international units each morning and 20 international units each evening. Route of administration was not provided. Additionally, he received insulin lispro (rdna origin) injections (humalog) via cartridge. Dose, frequency and route of administration were not provided. Both drugs were administered with humapen savvio unknown color for the treatment of diabetes mellitus type 1, beginning in (B)(6) 1988 or 1989. In 2017, while on human insulin isophane suspension 70%/human insulin 30% and insulin lispro therapies, he used a defective pen for about a week (improper use) and did not receive the complete doses as the medicine spilled out (lot number unknown, (B)(4)) and he experienced blood glucose over 400 (units were not provided), therefore he was hospitalized for one week and fell to half comatose state. He received serum of insulin as treatment. Approximately in 2020, he had a car accident, and he was hospitalized for two months, from which 15 days was in intensive care unit. From the car accident he had a hematoma in the head which after nine months a performed computerized tomogram showed that hematoma reduced in half. Also, the car accident caused diplopia at the right eye, drags the right leg, post-traumatic stress and light depression, he received sedatives daily and prism glasses for diplopia as treatment. He recovered from increased blood glucose and did not recover from diplopia at the right eye, drags the right leg, post-traumatic stress, light depression and hematoma in head. Human insulin isophane suspension 70%/human insulin 30% and insulin lispro therapies continued. Information regarding outcome of the remaining events and additional details were not provided. The operator of the humapen savvio unknown color and their training status was not provided. The general humapen savvio unknown color model duration of use and the suspect humapen savvio unknown color duration of use were not provided. The status of the suspect humapen savvio unknown color was unknown. The reporting consumer did not relate the blood glucose increase with human insulin isophane suspension 70%/human insulin 30% and insulin lispro therapies and related the event with the humapen savvio unknown color. The reporting consumer did not provide an opinion of relatedness between the remaining events and human insulin isophane suspension 70%/human insulin 30% or insulin lispro therapies. Update 01-apr-2024: additional information was received on 27-mar-2024 from the reporter in response to follow-up questionnaire via psp. Added medical history and therapy start date of both suspect drugs. Updated case and narrative with the new information. Edit 03-apr-2024: upon internal review of information received on 20-mar-2024 added EU/ca device information and product complaint number to narrative. Updated device improper use from no to yes. Edit 04apr2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 26-apr-2024: information from the initial reporter was received on 28-mar-2024. No new information was provided and no significant changes were made in the case. Update 30apr2024: additional information received on 29apr2024 from the global product complaint database. Updated humapen savvio gray to humapen savvio unknown color; entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly.